Event description:
The customer reported the system displayed a charger error at boot up and the system will not operate. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was calibrated during the service call. The system was tested and found to be working as intended and put back into service.